Manufacturer narrative:
The affected device has been received and the investigation is pending. A follow up report will be submitted once the failure investigation has been completed.

Event description:
The customer reported "this pump was removed from service a few years ago and replaced with a new device. Due to the need for additional devices from covid we would like to have this device checked for recalls and made operational." No patient involvement.

Manufacturer narrative:
This device was evaluated and repaired through the service repair process. Upon visual inspection the service technician noted that they replaced lower pressure sensor assembly (error check IV set). Replaced bezel assembly (cracked lower hinge) and ail sensor assembly (damaged housing). A review of the device history record showed the device had a manufacture date of 28mar2007. The review was performed from the date of manufacture to the date of product release for distribution. A review of the device history record in sap for (B)(6) was performed which confirmed that this device was not involved in a production failure which correlates to the customer reported issue. Based on the findings, service determined that the proximate cause of the reported issue was due to electrical failure of the pressure sensor - check IV set. ¿a bottle side (upper) pressure sensor failure was confirmed and replicated during testing. ¿testing of the returned alaris¿ pump model 8100 confirmed that the bottle side pressure sensor was faulty. ¿the pressure sensor was replaced with a known good part and allowed to infuse with no alarms or malfunctions occurring. ¿a patient side (upper) pressure sensor failure was confirmed and replicated during testing. ¿testing of the returned alaris¿ pump model 8100 confirmed that the patient side pressure sensor was faulty. ¿the pressure sensor was replaced with a known good part and allowed to infuse with no alarms or malfunctions occurring. A review of the complaint history record in trackwise and sap was performed for the (B)(6) which did not confirm similar complaints with the same or related failure mode for this customer. There are CAPA #'s noted for the following parts replaced that have an already existing CAPA pa-2014-0026 lvp pressure sensor CAPA ca-2015-0195 lvp bezel lower hinge shroud CAPA ca-2014-0284 lvp air-in-line CAPA ca-2018-0161 iui conn issues.

Event description:
The customer reported "this pump was removed from service a few years ago and replaced with a new device. Due to the need for additional devices from covid we would like to have this device checked for recalls and made operational." No patient involvement.